Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a drainage procedure of the common bile duct. According to the complainant, during the procedure, when the stent was attempted to be deployed, severe resistance was met and the guide catheter stretched and separated. It was reported that no kinks were noted to the stent or push catheter. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results the delivery system and stent were returned for evaluation with the stent loaded on the delivery system via the suture. Visual evaluation revealed no damage to the stent or the suture. The guide catheter was found stretched and broken at the proximal end. Functional testing could not be performed due to the broken guide catheter. The suture hole of the push catheter was found to be torn. The cap of the tuohy borst assembly was missing and was not returned. The suture was separated from the delivery system to observe the guide catheter assembly and multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture likely embedded inside the guide catheter during attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as patient tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima biliary stent was used during a drainage procedure of the common bile duct. According to the complainant, during the procedure, when the stent was attempted to be deployed, severe resistance was met and the guide catheter stretched and separated. It was reported that no kinks were noted to the stent or push catheter. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. ***additional information has been received since (B)(4) 2011 reporting that the broken guide catheter remained within the push catheter allowing the device to be removed together in one piece. No other damage was noted to the device.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.